Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the fiber optic module, zeroed as per operating manual, but could not duplicate failure. The stm examined the fiber optic connector for damage and found no evidence of damage. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during initial connection and in use on a patient, the cardiosave intra-aortic balloon pump (iabp), the unit was not zeroing when using the fiber optic. There was no harm or injury to the patient and no adverse event was reported.